Event description:
A field service engineer (fse) reported that the pressure on the high flow insufflation unit was low and was not increasing during a therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of impact to the procedure or to the patient.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was not confirmed. Scratches were found on the top cover, front panel, rear pane; and on the chassis. A hit mark was found on the top cover and there was corrosion on the rear panel. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the reported phenomenon occurred between the beginning to the middle of the procedure. There was no delay during the procedure.